Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic after being shocked three times for a supra-ventricular tachycardia episode. Interrogation of the device confirmed the three high voltage shocks. Programming changes were made. The patient is stable and will continue to be monitored.